Manufacturer narrative:
Device has been received, and is due to be shipped to manufacturing site for thorough inspection.

Event description:
They have continued to have issues with this monitor freezing and going blank before trying to intubate. They switched cables and blades multiple times and still have problems. The patient was about to be intubated. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.